Event description:
It was reported that a novum iq large volume pump alarmed system error 20602 during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported condition was not reproduced. The unit was able to load and run an infusion with no discrepancies. Visual inspection was performed; fluid residue was present inside the door. Case halves were opened; fluid residue was present. A review of the event history log revealed "se 20602 monitor motor stall". A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the fluid residue present inside the door. The lvp mechanism requires replacement to address the issue. Should additional relevant information become available, a supplemental report will be submitted.